Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 26, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 3331, 4114, 3221, 4315) type of investigation code #1: 3331 - analysis of production records type of investigation code #34: 4114 - device not returned results code: 3221 - no findings available conclusions code: 4315 - cause not established significant evaluation has been conducted to determine the potential cause of the reported events. There has been multiple laboratory tests and evaluations. An exact cause of the plasma leakage could not be determined at this time. An engineering investigation is in progress to determine a root cause of this phenomenon. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. Gas exchanger. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they noticed a plasma leak. As per user facility, the o2 started to go down they run their fio2 at 100% and keep their po2 values very high. The lowest po2 value on cpb was 493 mmhg. They were on cpb for 6.5 hours. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.